Event description:
The reporter contacted animas on (B)(6) 2015 alleging on (B)(6) 2015, blood glucose (bg) excursions while on insulin pump therapy with bg ranging between 517 mg/dl to 51 mg/dl. The reported stated that the patient received telephone advice from the health care provider directing the patient to administer insulin via the pump for treatment. Troubleshooting by customer support determined the patient¿s bg excursions were the result of the patient miscounting carbohydrates, incorrect manual calculation of insulin dosage and overriding dosage recommended by the pump¿s bolus calculator feature and recent severe hypoglycemia. Animas customer support referred the patient back to the health care provider for diabetes management. There was no allegation of pump malfunction and the pump is not expected to be returned to the manufacturer for investigation. This complaint is being reported because it was determined that the patient¿s alleged blood glucose excursion was the result of training/misuse issues involving the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: the black box starts on 2016-12-26. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump boots to verify screen with audible and vibratory features. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. . Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.